Event description:
An implant card was received stating that a patient had a lead replacement surgery due to a discontinuity in the lead. After lead replacement, the patient's impedance values were reportedly in normal limits. No further relevant information has been received to date.

Event description:
Information was received from the physician that provided the implant date of generator and electrode and the date in which high impedance was first identified. No further relevant information has been received at this time.